Manufacturer narrative:
The tech found the emergency trend valve was leaking. The emergency trend function was working. He replaced the emergency trend valve to repair the bed. The bed is now functioning properly.

Event description:
Info received indicates the head hi/low function is drifting down slowly.